Manufacturer narrative:
Additional information: h4 device manufacturer date was added. The device history record (DHR) review showed no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample evaluation could be performed because no sample nor photo was received for evaluation. The reported condition could not be confirmed. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Current controls include a 100% visual inspection by production personnel according to standard work instructions. In addition, a quality sampling inspection per procedure, is performed to ensure that product is free from missing components, damaged components, inappropriate assembly, and contamination. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. Based on the analysis, no action plan is required at this point. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they inserted the tube and an x-ray confirmed that it was fit for use. When infusing medication, there was resistance. They verified bending of the material during its passage and removal of the mandrel (guide wire). The mandrel had extreme resistance when being removed and the green connector disconnected from the wire, hurting hands and cutting gloves.